Manufacturer narrative:
(B)(4) this is a report of a use error, where the patient remained connected to supplies from a previous therapy and started a new therapy using them. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient reused single use supplies for peritoneal dialysis therapy. The patient had cycled the power to end a previous therapy and remained connected to the setup. The patient then proceeded to perform therapy using these supplies until they were in dwell cycle two. The technical service representative reviewed proper procedures with the patient and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.